Event description:
A peritoneal dialysis (pd) patient reported having peritonitis on an unspecified date in (B)(6) 2021. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Per the pd registered nurse (pdrn), the patient reported that on (B)(6) 2021 they were hospitalized with symptoms of abdominal pain, nausea, and vomiting. During hospitalization, the patient had a pd culture obtained (on (B)(6) 2021) which yielded growth of serratia marcescens and the patient was diagnosed with peritonitis. The nurse stated the patient was treated with unknown antibiotics and continued pd treatments in the hospital. Subsequently, on (B)(6) 2021, the patient was discharged from the hospital continuing pd treatment with the same cycler at home. The patient reportedly recovered from the peritonitis event. However, subsequently on (B)(6) 2021, the patient¿s pd catheter stopped working and the patient had the pd catheter removed (date unknown) and was transitioned to hemodialysis for renal replacement needs. The nurse was not able to provide the cause of the peritonitis. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patients peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies. The patients pd culture yielded growth of the organism serratia which is typically found in soil and water. Based on the information available, the exact cause of patients peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set or product deficiency was associated with this event.

Event description:
A peritoneal dialysis (pd) patient reported having peritonitis on an unspecified date in (B)(6) of 2021. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Per the pd registered nurse (pdrn), the patient reported that on (B)(6) 2021 they were hospitalized with symptoms of abdominal pain, nausea, and vomiting. During hospitalization, the patient had a pd culture obtained (on(B)(6) 2021) which yielded growth of serratia marcescens and the patient was diagnosed with peritonitis. The nurse stated the patient was treated with unknown antibiotics and continued pd treatments in the hospital. Subsequently, on (B)(6) 2021, the patient was discharged from the hospital continuing pd treatment with the same cycler at home. The patient reportedly recovered from the peritonitis event. However, subsequently on (B)(6) 2021, the patients pd catheter stopped working and the patient had the pd catheter removed (date unknown) and was transitioned to hemodialysis for renal replacement needs. The nurse was not able to provide the cause of the peritonitis. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event.